Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had minor scratches on display window noted. Data analysis- the insulin pump history download shows that between the dates of (B)(6) 2015 the insulin pump had daily total of 20.4u to 23.9u a day. The bolus total was 8.02u to 12.5u a day and basal total was 11.35u to 11.4u.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer passed away at home. The cause of death was insulin independent diabetes mellitus and hypertension. The caller stated that the customer had neuropathy. The caller did not know the customer's blood glucose at the time of passing. However, the customer's last recorded blood glucose value was 160 mg/dl on (B)(6) 2015 at 5:38 pm. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.